Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 18, 2020, mentor became aware that the impacted side was left. Hence, field d4 for lot number and serial number have been updated to 9394061, and (B)(6) on this form respectively. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 29, 2021, mentor became aware that the date surgery has been moved from (B)(6) 2020 to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown side capsular contracture; baker grade IV. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 415cc mentor memorygel breast implant and experienced unknown side capsular contracture; baker grade IV postoperatively. As a result, the device will be explanted on (B)(6) 2020. The lot number/serial number is either left side catalog number shpx-415; lot number 9394061; serial number (B)(4) or right side catalog shpx-415; lot number 9387412; serial number (B)(4). Supplemental report will be submitted when information is received.

Manufacturer narrative:
On march 15, 2022, mentor became aware that the date of surgery has been moved to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per information received on january 24, 2024, mentor became aware of the following: date of explant under field d6b was updated from (B)(6) 2022 to (B)(6) 2024. Patient experienced capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).